Manufacturer narrative:
There is no additional information for this event as yet. The device has been returned and the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure, the device exhibited a poor quality image with changing color from purple to green. There was no reported adverse impact to the patient.